Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 04.037.025s, lot: h544284, release to warehouse date: 15 jan 2018, manufacturing site: werk selzach, expiration date: 01 jan 2018, supplier: synthes USA hq, inc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the nail in question. The surgery was completed successfully without any surgical delay. After the surgery, the nail breakage was confirmed on (B)(6) 2022. The fracture site has gradual bone union, and the patient has been prescribed teriparatide (teribone). There was an opinion that a technique for dynamization should be selected, but the surgeon commented that it could not be handled because it was static fixation. A revision surgery was planned for and performed on (B)(6) 2022, the procedure was completed successfully with no reported adverse patient consequences. No further information is available. This report is for a 10mm/125 deg ti cann tfna 340mm/left ¿ sterile. This is report 1 of 1 for (B)(4).